Event description:
It was reported that the patient presented to the hospital for a scheduled procedure with pain at the implant site. Interrogation of the Implantable Cardiac Monitor (ICM) noted that there were no alert recordings received. The ICM was explanted. The patient was stable throughout.

Manufacturer narrative:
The product was returned. Interrogation results were normal, the visual screening was acceptable, and the device image was downloaded successfully.